Event description:
The hcp reported that the pt presented with headache, fever and nausea. A concentration change was made, bridge bolus performed and flex pattern was reprogrammed in 06/05/2006. All programming was verified as correct by technical support personnel. The ot has a history of urinary tract infections and a urine sample will be obtained and analyzed. The hcp also will sample the cerebrospinal fluid to rule out meningitis. A follow-up report will besent if additional information is obtained.